Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, a trapezoid basket was to be used to crush a stone from the biliary duct. However, the side car channel was torn, and it was impossible to pass the basket over the guidewire. Moreover, the basket wire is broken and the does not appear symmetrical. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Imdrf device code a0401is being used to capture the reportable issue of basket wire broken.